Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Sureform 30 stapler logs show the instrument was installed 3 times and fired 3 white reloads. On installs 1 and 2, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 4 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, the sureform 30 white reload stapled across the short adrenal vein, and the staple line bled. The firing sequence was completed with 4 pauses for compression but no error messages were produced. The white reload staple line was intact, no bleeding was present immediately after firing. The surgeon then repaired an unrelated hole within the vena cava, which was not related to any robotic issue or complication. After the repair, the renal vein staple line was reexamined. The white staple line "blew out," and bleeding immediately occurred. The procedure was converted to an open approach to address the bleeding. Approximately 2.5 liters of blood loss, and blood products were administered. The surgeon was able to repair the staple line by over-suturing. There was a delay greater than 30-minutes. The patient is stable.